Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, it was reported that the patient experienced a skin reaction under the entire patch area with itching and a rash on her upper right abdomen. The following day a rash appeared on the inside of her right forearm. Four days later she removed the sensor as the itching on her arms was waking her at night even with taking zyrtec and applying medicated lotions. Ten days after the start of the reaction the rash on her arms was beginning to diminish but was still visible and itchy. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No additional patient or event information is available.